Event description:
It was reported that this right atrial (ra) lead was repositioned. The physician elected to reposition this lead due to not having enough slack. No additional patient effects were reported. This lead remains in service.